Manufacturer narrative:
The ventilators power supply was returned to manufacturer for evaluation. It turned out that the battery charging stage of the dc module has caused the reported shut-down. The electronic parts that limit the battery charging current were overheated and their excessively warmed plastic housings were the source of bad odor. The overload was causing the device's fuses to blow. The expected power-fail alarm was given, it is supplied by an independent energy reservoir replacement of the power supply and internal batteries fully solves the device problem. Based on the appearance of the returned parts, it is seen likely that the battery charging state had worked on a short for a certain period of time. The exact root cause cannot be determined but a likely explanation would be a faulty cabling to an external battery or the external battery itself. The requirements for external batteries are given in the IFU. Draeger medical finally concludes that the device has reacted on an error condition as specified. The blowing of the fuses has interrupted the energy supply and the user was alerted to this condition by a corresponding alarm. Furthermore, the power supply is compliant to the requirements of ul94, class v0, I e self-extinguishing components ensure that a potential ignition will be stopped as soon as the energy supply is cut-off. No patient consequences have occurred.

Event description:
It was reported that the ventilator stopped during use on a patient. The device was replaced and the patient was stable throughout.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.